Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21681-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included penicillin allergy, allergic reaction to analgesics, heartburn, gastric bypass, gallbladder operation, intestinal obstruction complicating hernia, prolonged menses and bowel obstruction. Concomitant products included ferrous sulfate, levonorgestrel (mirena) since (B)(6) 2008, omeprazole, omeprazole magnesium (prilosec) and vitamins nos (daily multivitamin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), insomnia ("insomnia"), acne ("acne"), fluid retention ("water retention"), amnesia ("memory loss"), breast tenderness ("breast tenderness"), dizziness ("dizziness"), vitamin b complex deficiency ("vitamin b deficiency"), vitamin d deficiency ("vitamin d deficiency"), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), autoimmune anaemia ("autoimmune disorder type of disorder: anemia"), migraine ("migraines / headaches"), alopecia ("hair loss"), swelling face ("puffy face") and flatulence ("gas pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, iron deficiency anaemia, hypersensitivity, vaginal haemorrhage, depression, anxiety, autoimmune anaemia and flatulence outcome was unknown, the genital haemorrhage, dyspareunia, dysmenorrhoea, fatigue, weight increased, gastrointestinal disorder, hormone level abnormal, dysgeusia, abdominal distension, insomnia, acne, fluid retention, amnesia, breast tenderness, dizziness, vitamin b complex deficiency, vitamin d deficiency, uterine enlargement, ovarian cyst, alopecia and swelling face had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anxiety, autoimmune anaemia, breast tenderness, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, fluid retention, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, insomnia, iron deficiency anaemia, menorrhagia, migraine, ovarian cyst, pelvic pain, swelling face, uterine enlargement, vaginal haemorrhage, vitamin b complex deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight 241 lbs. Discrepancy noted in date of insertion (B)(6) 2013. Number of proximal coils: 4 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media content received: event gas pain added. Patient aka name added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), insomnia ("insomnia"), acne ("acne"), fluid retention ("water retention"), amnesia ("memory loss"), breast tenderness ("breast tenderness"), dizziness ("dizziness"), vitamin b complex deficiency ("vitamin b deficiency"), vitamin d deficiency ("vitamin d deficiency"), uterine enlargement ("enlarged uterus") and ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea, iron deficiency anaemia and hypersensitivity outcome was unknown and the fatigue, weight increased, gastrointestinal disorder, hormone level abnormal, dysgeusia, abdominal distension, insomnia, acne, fluid retention, amnesia, breast tenderness, dizziness, vitamin b complex deficiency, vitamin d deficiency, uterine enlargement and ovarian cyst had resolved. The reporter considered abdominal distension, abdominal pain, acne, amnesia, breast tenderness, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fluid retention, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, insomnia, iron deficiency anaemia, menorrhagia, ovarian cyst, pelvic pain, uterine enlargement, vitamin b complex deficiency, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received- event "injury" updated to "pelvic pain", events- "abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), anemia, hypersensitivity, fatigue, weight gain, gi conditions, hormonal changes, metallic taste in mouth, bloating, insomnia, acne, water retention, memory loss, breast tenderness, dizziness, vitamin b deficiency, vitamin d deficiency, enlarged uterus and ovarian cysts", lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included penicillin allergy, allergic reaction to drug, heartburn, gastric bypass, gallbladder operation, intestinal obstruction complicating hernia, prolonged menses and bowel obstruction. Concomitant products included ferrous sulfate, levonorgestrel (mirena) since june 2008, omeprazole, omeprazole magnesium (prilosec) and vitamins nos (daily multivitamin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), insomnia ("insomnia"), acne ("acne"), fluid retention ("water retention"), amnesia ("memory loss"), breast tenderness ("breast tenderness"), dizziness ("dizziness"), vitamin b complex deficiency ("vitamin b deficiency"), vitamin d deficiency ("vitamin d deficiency"), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), anaemia ("autoimmune disorder type of disorder: anemia"), migraine ("migraines / headaches"), alopecia ("hair loss") and swelling face ("puffy face") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, iron deficiency anaemia, hypersensitivity, vaginal haemorrhage, depression, anxiety and anaemia outcome was unknown, the genital haemorrhage, dyspareunia, dysmenorrhoea, fatigue, weight increased, gastrointestinal disorder, hormone level abnormal, dysgeusia, abdominal distension, insomnia, acne, fluid retention, amnesia, breast tenderness, dizziness, vitamin b complex deficiency, vitamin d deficiency, uterine enlargement, ovarian cyst, alopecia and swelling face had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anaemia, anxiety, breast tenderness, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fluid retention, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, insomnia, iron deficiency anaemia, menorrhagia, migraine, ovarian cyst, pelvic pain, swelling face, uterine enlargement, vaginal haemorrhage, vitamin b complex deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight 241 lbs discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013 number of proximal coils: 4 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression anxiety, autoimmune disorder type of disorder: anemia, migraines / headaches, hair loss, puffy face. Outcome of event genital haemorrhage, dysmenorrhoea, dyspareunia were updated. Reporter information, aka name, concomitant drug, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21681-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included penicillin allergy, allergic reaction to analgesics, heartburn, gastric bypass, gallbladder operation, intestinal obstruction complicating hernia, prolonged menses and bowel obstruction. Concomitant products included ferrous sulfate, levonorgestrel (mirena) since (B)(6) 2008, omeprazole, omeprazole magnesium (prilosec) and vitamins nos (daily multivitamin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), insomnia ("insomnia"), acne ("acne"), fluid retention ("water retention"), amnesia ("memory loss"), breast tenderness ("breast tenderness"), dizziness ("dizziness"), vitamin b complex deficiency ("vitamin b deficiency"), vitamin d deficiency ("vitamin d deficiency"), uterine enlargement ("enlarged uterus"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), autoimmune anaemia ("autoimmune disorder type of disorder: anemia"), migraine ("migraines / headaches"), alopecia ("hair loss") and swelling face ("puffy face") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, iron deficiency anaemia, hypersensitivity, vaginal haemorrhage, depression, anxiety and autoimmune anaemia outcome was unknown, the genital haemorrhage, dyspareunia, dysmenorrhoea, fatigue, weight increased, gastrointestinal disorder, hormone level abnormal, dysgeusia, abdominal distension, insomnia, acne, fluid retention, amnesia, breast tenderness, dizziness, vitamin b complex deficiency, vitamin d deficiency, uterine enlargement, ovarian cyst, alopecia and swelling face had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, acne, alopecia, amnesia, anxiety, autoimmune anaemia, breast tenderness, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fluid retention, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, insomnia, iron deficiency anaemia, menorrhagia, migraine, ovarian cyst, pelvic pain, swelling face, uterine enlargement, vaginal haemorrhage, vitamin b complex deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight 241 lbs discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013 number of proximal coils: 4 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Imaging procedure: on (B)(6) 2013: essure confirmation test (unspecified) bilateral occlusion.. Most recent follow-up information incorporated above includes: on 14-jan-2020: update of information (batch is inv) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.